Event description:
It was reported that during a routine device change out procedure, this implantable cardioverter defibrillator (ICD) was attached to the other manufacturer's chronic leads. Once connected, there was a lack of atrial capture at maximum output and high out-of-range right ventricular (rv) shock impedance measurements greater than 200 ohms. Multiple attempts were made to disconnect and reconnect the leads, including switching the ports, however there was no change in impedances. The physician decided to surgically abandon the leads on the right side, and implant a new single chamber device on the left side. The ICD was removed, and the new single chamber system was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device change out procedure, this new implantable cardioverter defibrillator (ICD) was attached to the other manufacturer's chronic leads. Once connected, there was a lack of atrial capture at maximum output and high out-of-range right ventricular (rv) shock impedance measurements greater than 200 ohms. Multiple attempts were made to disconnect and reconnect the leads, including switching the ports, however there was no change in impedances. The physician decided to surgically abandon the leads on the right side, and implant a new single chamber device on the left side. The ICD was removed, and the new single chamber system was implanted without issue. No adverse patient effects were reported.